Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies, and also reported high blood glucose levels. The blood glucose reading was 470 mg/dl compared with the sensor glucose reading of 146 mg/dl. The customer treated with the insulin pump. The insulin pump was not replaced or returned.